Event description:
Patient services (pss) received call from patient rep from registered phone and assigned case to self. The caller repeated the same information in regards to the wr beeping. Pss had the caller start a charge session of the implantable neurostimulator (ins) and the caller confirmed they were able to connect to the ins and stay connected. The caller stated that the patient does not use the drape, as it makes the connection between the wr and the ins worse. The caller also stated that the ins does not increment past 75%. The caller stated that the patient has not had any changes made to their therapy in months. The caller stated that the patient will charge the ins for 30-45 minutes. Pss encouraged the caller to charge the ins longer to see the ins increment in battery level. The caller stated that they will monitor. Pss sent an email to repair to send the patient a size small drape. No symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the recharger wasn¿t staying connected to the implant. During the call they attempted to reset the recharger off the dock, but the consumer couldn¿t understand the instructions. They attempted to connect to the implant, but while trying to connect the patient turned the recharger off. The smaller drape size didn¿t resolve the issue so the patient was holding the charger against the implant. The recharger was going to be replaced.

Manufacturer narrative:
Section d10 references: product ID wr9200 serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.